Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), who ordered a replacement level detector module to ship to the clinic. The clinic biomedical technician reportedly replaced the level detector module to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t hemodialysis machine with patient blood that backed up into the venous transducer. Upon follow up, the user facility biomedical technician confirmed the estimated blood loss to the patient was 5ml, and confirmed the patient remained on the machine and completed treatment with no injury, adverse event, or medical intervention. The biomedical technician confirmed they replaced the level detector module to resolve the issue and return the machine to service. Additional patient information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.